Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass surgery, there were frequent breakages of sternal wires both after insertion, at the joining point of the needle and wire. Surgical time was extended by more than 5 minutes due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass surgery, there were frequent breakages of sternal wires both after insertion, at the joining point of the needle and wire. Surgical time was extended by more than 5 minutes due to the product problem. Other suture was used instead to continue. There was no patient injury.